Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing persistent pain at his ipg site regardless of stimulation being on or off. The patient stated, he had been experiencing the pain since his ipg was implanted. The patient is using the stimulation due to it relieving his pain. The patient is to consult with his physician as the next course of action.